Manufacturer narrative:
(B)(4). Device passed displacement test. Device received with minor scratches on display window, cracked battery tube thread, cracked case battery tube and cracked case corner of belt clips rails noted.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019. It was reported that the reservoir lock was broken. And unable to lock in its place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir lip ring was damaged. The customer¿s blood glucose level was unknown. Customer stated that the clip rails was broken and screen was scratch. Troubleshooting was performed for damage. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.